Event description:
Air in cannula was noted. Upon further investigation, cannula was found to be cracked near the connector closest to the insertion site and blood was leaking from the crack. Eventually cannula broke.